Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event.

Event description:
On (B)(6) 2023 it was reported that in the middle of the night a patient experienced a severe hypoglycemic event. The patient only remembers that her roommate had to administer glucagon on her behalf. The patient did not have a seizure or any loss of consciousness. Firefighters/emt were not called to assist. The patient stated the ilet has been working as intended since the hypoglycemia event on (B)(6) 2023 and her blood glucose levels have been good. The patient stated she has not experienced a low blood glucose event since (B)(6) 2023.